Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event and was treated with unspecified antibiotics. The same day as hospitalization, pd therapy was discontinued, the pd catheter was removed and the patient was moved to hemodialysis. At the time of this report the patient was not recovered from the event. No additional information is available.